Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, complete occlusion of the right common femoral artery was noted due to a failed abbott perclose closure device. Percutaneous transluminal angioplasty (pta) was performed and a self-expanding stent was placed. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).